Event description:
It was reported that the patient was not receiving a stimulation sensation. Specifically, it was stated that the patient was "not feeling anything". It was noted that contact 0 was "no good" and the impedance between contacts 1 and 2 was high. Increasing the stimulation amplitude up to 10.5 v still left the patient feeling nothing. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).